Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A system error 345 was not reproduced during evaluation. A review of the event history log revealed multiple system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device functioned as intended; however, the upstream sensor will be replaced. Additionally, during testing the device experienced a false downstream occlusion alarm. The cause was identified to be a failed force sensor which will be replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.